Event description:
It was reported that the patient presented for an implant procedure of an implantable cardiac monitor. During the implant, bluetooth connection was lost, and post procedure interrogation would show an error and reboot. The device was reset, and the issue continued to occur on multiple programmers. The device was eventually explanted for an unrelated infection, and there were no patient consequences.